Event description:
It was reported when using the bd female ll adaptor, the device experienced damaged deformed product. The device was still operable, and leakage. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the luer adaptor was found to be outside of manufacturing specification and revealed an elliptical shape. It was reported that rep got to know one of the hospital has reported a leak in the wis needle that they used. It was attached on to patients chemo port and then the nurses realized that there was a leak from the hub of the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 12/16/2021 h.6. Investigation: complaint due to ¿leak from the hub of the needle¿ was unconfirmed; however, the luer adaptor was found to be outside of manufacturing specification. According with the photo evaluation performed at (B)(4), microscopic visual and functional testing performed by vad field assurance the following was concluded: one 20ga x 1¿ bard winged infusion set with y-site was evaluated. Looking down the luer adaptor revealed an elliptical shape. The out-of-round was confirmed. A historical review of this part code was performed with no instances of adapter/ connector defective reported for this product code at vyaire. There were no non-conformances reported for adapter/ connector defective on the lots reported in this complaint. Lot 0004082323 was manufactured on 25jun2020 with no defects noted. Usage residue was noted through the sample. This condition may have potentially caused to the reported event in this complaint. Therefore, the cause of this condition is supplier related.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0004082323, medical device expiration date: na, device manufacture date: 2019-08-16. D.4. Medical device lot #: 0004082322, medical device expiration date: na, device manufacture date: 2019-08-09. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd female ll adaptor, the device experienced damaged deformed product. The device was still operable, and leakage. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the luer adaptor was found to be outside of manufacturing specification and revealed an elliptical shape. It was reported that rep got to know one of the hospital has reported a leak in the wis needle that they used. It was attached on to patients chemo port and then the nurses realized that there was a leak from the hub of the needle.